Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented for routine follow up, the device displayed an error message for invalid parameters. The patient had recently received external cardioversion for an atrial fibrillation. The device was reprogrammed and remained implanted. The patient returned for a subsequent follow up with no issues.